Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump led light was flashing red and a loud screeching noise was heard. The pump touchscreen went blank and then went back on. The customer's blood glucose level was 130 mg/dl. Tandem technical support had the customer review the pump history; there were no alerts or alarms in the pump found. No abnormality was found. The customer indicated that the pump appears to be working.